Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.(B)(4).

Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The patient had not recharged the device in approximately 6 months and the patient was without stimulation. The sjm representative confirmed the ipg was inoperable. As such, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. Effective therapy was restored postoperative.